Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when attempted to interrogate and check a dual pacemaker in clinic, the device could not be interrogated. Tried a second programmer which was not successful. The device was later explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported field event of an inability to interrogate the device was confirmed in the laboratory. The loss of telemetry was found to be consistent with low battery voltage. A longevity calculation was performed and normal battery depletion was observed. The device was found to be in backup vvi mode consistent with voltage fluctuation. The device was tested on the bench and the device was found to be normal. The backup condition could not be reproduced and the cause of the voltage fluctuation could not be determined.